Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. The same day as event onset, the patient presented to the emergency room and was subsequently hospitalized for the event. The patient was treated with unspecified antibiotics for peritonitis. Seven days after event onset, pd therapy was discontinued, the pd catheter was removed, antibiotics were changed and hemodialysis was initiated. At the time of this report, the patient was recovering from the peritonitis. No additional information is available as the reporter declined to provide further information.